Manufacturer narrative:
G4: 19oct2020. B4: 20oct2020. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report # 2031642-2020-02960 was submitted. All information are submitted under the initially reported MFR. Report #:2031642-2020-02960. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07oct2020.

Event description:
It was reported to philips that the device was giving off an alarm. The customer stated this was a recurring issue, and was fixed by a fse previously. The device was not in clinical use at the time of the event. There was no report of patient or user harm.